Manufacturer narrative:
(B)(4). Batch # n93e8u. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/11/2017. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic left adrenalectomy procedure, the surgeon experienced malformed clips while firing across the adrenal vein. This was not the first firing, but it is unknown as to which subsequent firing it occurred. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.